Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) and lead system was exhibiting very high shocking lead impedance measurements indicating a possible lead fracture. The ICD and lead were removed and replaced.